Event description:
An eleven year user of insulin pumps, 2 yrs on this pump. Received new infusion sets from animas on (B)(6) 2011. Used initial set on (B)(6) 2011. Out of 8, 7 sets resulted in tube occlusion within 20-180 mins after either inserting infusion set or replacing tube. Checked blockage with two different pumps/different manufacturers. Also manually by pushing reservoir plunger forward (could not because tubing was completely blocked). Glucose levels rose from normals of 85-100 to 400-500.